Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. Vascular access was obtained via the right femoral approach. The 80% stenosed target lesion was calcified and moderately tortuous located at the patient's left back of the knee. The 20 mm x 2.5 mm coyote es balloon catheter was advanced for dilation. Inflation was performed once to 6 atms. During the second inflation, the balloon ruptured at 3 atms. The device was removed and the procedure was completed with another device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).